Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Advised patient's father to forget all other bluetooth devices, disable then re-enable the bluetooth, close all background applications and if the issue persist within 5 minutes, reboot the smart device. The patient's father was also advised to restart the smart device every other day. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(4) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.